Manufacturer narrative:
(B)(4). The device has not been previously sent into service for the reported condition of "will not turn on".

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "will not turn on. " this condition has the potential to cause an interruption of delivery. This condition was found in the general pt ward department. This event occurred during programming/setup. There was no known patient involvement and no reports of patient injury or medical intervention. Baxter quality engineering determined the reported condition to be a manual tube release issue. No additional information is available. The user interface module software version is vista minor(5.03.00).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed and reproduced. The assignable cause was determined to be the manual tube release (mtr) knob on ch - c being in the open position. To fix the reported problem, mtr knob on ch-c was closed.additional information: additional investigation is being conducted through (B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available.